Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at reported the following issue with mu-631ra (main unit for bsm-6300a); (B)(6), from patient monitoring: a patient experienced an event that their bsm did not show any waves for. There was so much interference at the 12 lead ECG that when a patient coded the customer could not tell by looking at it if there was an issue. Issue was noted when the patient was being put on the cardiofax device. This did not affect the patient; rather the user was unable to read the waves. Investigation summary: the root cause of the issue was determined to be unsupported ethernet cabling used to transmit the information. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the cause of the issue was issues with ethernet cable, which are not a part of the nk device.

Event description:
The customer reported that their patient experienced an event that their bedside monitor (bsm) did not show any waves for.

Manufacturer narrative:
The customer reported that their patient experienced an event that their bedside monitor (bsm) did not show any waves for. No harm, or injury was caused due to the reported issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their patient experienced an event that their bedside monitor (bsm) did not show any waves for.